Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter was not in optimal position. Furthermore, the filter allegedly was found thrombosed and collapsed. The device was removed. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Images and medical records were provided. Based on the images provided, the investigation is inconclusive as no objective evidence has been provided to confirm any alleged deficiency with the filter. Approximately five years four months post filter deployment, the patient underwent recanalization of the inferior vena cava and balloon dilatation and stenting of three vein segments. Also performed was a balloon compaction of the thrombosed inferior vena cava filter, reconstruction of the iliocaval confluence, and laser ablation, left great saphenous vein. Thrombosis was found from the entire inferior vena cava from right atrium all the way down into both external iliacs. The previously placed temporary ivc filter was sitting between the l3 and l4 somewhat lower than optimal position. The ivc filter was encased in the connective tissue and was crashed by balloon dilatation. It moved to the right side of the patient away from the aorta. Subsequent, ureteric visualization on contrast excretion showed that the filter was away from the right ureter as well. Approximately five years later, computed tomography revealed distal migration of the inferior vena cava filter with the apex extending to the left at the level of the junction of common iliac veins. Based on the medical record review, the investigation is confirmed for filter migration and occlusion of the ivc filter. Therefore, the investigation is confirmed for filter migration and occlusion of the inferior vena cava (ivc) filter. However, the investigation is inconclusive for unintended movement.based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 07/2012); (manufacturing date: 07/2009).

Manufacturer narrative:
The device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. The patient had an inferior vena cava (ivc) filter placed secondary to deep vein thrombosis and pulmonary embolism. The right internal jugular vein was access and under ultrasound guidance the filter was deployed intrarenally. Follow-up venogram showed filter fully expanded within the infrarenal inferior vena cava. Five years and three months post ivc deployment, the patient underwent a multiple imaging which demonstrated occlusion of the lower extremity veins. The patient underwent recannulization of the inferior vena cava from the right atrium to the right common femoral vein with balloon dilatation and stenting of six vein segments. Also performed was a balloon compaction of the thrombosed inferior vena cava filter, reconstruction of the iliocaval confluence, and laser ablation, left great saphenous vein. Thrombosis was found from the entire inferior vena cava from right atrium all the way down into both external iliacs. Both common femoral veins were severely post-thrombotic as well. The previously placed temporary ivc filter was sitting between the l3 and l4 somewhat lower than optimal position. The ivc filter was encased in the connective tissue and was crashed by balloon dilatation. It moved to the right side of the patient away from the aorta. The ivc filter itself was not retrieved. The current condition of the patient and that of the filter are unknown. The device was not returned for evaluation. Images were provided and reviewed. Based on the images provided, a vena cava filter was located at the level of l3 l4 the lumbar spine can be confirmed. Medical records were provided and reviewed. Approximately five years and four months post deployment, the patient underwent recannulization of the ivc from the right atrium to the right common femoral vein with balloon dilatation and stenting. Also performed was a balloon compaction of the thrombosed ivc filter. Thrombosis was found from the entire ivc from the right atrium all the way down into both external iliacs. The previously placed temporary ivc filter was sitting between the l3 and l4 somewhat lower than optimal position. The ivc filter was encased in the connective tissue and was crashed by balloon dilatation. It moved to the right side of the patient away from the aorta. Therefore, it can be confirmed that the patient experienced thrombus above the filter and that the filter was found collapsed. Additionally, the investigation is confirmed for filter thrombosis and unintended movement. Per the provided medical records, the patient underwent recannulization of the ivc from the right atrium to the right common femoral vein with balloon dilatation and stenting. This likely contributed to the unintended movement of the filter and its collapsed structure. However, the definitive root cause is unknown. A review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 07/2012); (manufacturing date: 07/2009).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter was not in optimal position. Furthermore, the filter allegedly was found thrombosed and collapsed. The device was removed. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Medical record review: the patient had an inferior vena cava (ivc) filter placed secondary to deep vein thrombosis and pulmonary embolism. The right internal jugular vein was access and under ultrasound guidance the filter was deployed infrarenally. Follow-up venogram showed filter fully expanded within the infrarenal inferior vena cava. Five years and three months post ivc deployment, the patient underwent a multiple imaging which demonstrated occlusion of the lower extremity veins. The patient underwent recannulization of the inferior vena cava from the right atrium to the right common femoral vein with balloon dilatation and stenting of six vein segments. Also performed was a balloon compaction of the thrombosed inferior vena cava filter, reconstruction of the iliocaval confluence, and laser ablation, left great saphenous vein. Thrombosis was found from the entire inferior vena cava from right atrium all the way down into both external iliacs. Both common femoral veins were severely post-thrombotic as well. The previously placed temporary ivc filter was sitting between the l3 and l4 somewhat lower than optimal position. The ivc filter was encased in the connective tissue and was crashed by balloon dilatation. It moved to the right side of the patient away from the aorta. The ivc filter itself was not retrieved. The current condition of the patient and that of the filter are unknown. Investigation summary: approximately five years and four months post deployment, the patient underwent recannulization of the ivc from the right atrium to the right common femoral vein with balloon dilatation and stenting. Also performed was a balloon compaction of the thrombosed ivc filter. Thrombosis was found from the entire ivc from the right atrium all the way down into both external iliacs. Bilateral femoral vein access was obtained at the mid thigh level. The previously placed temporary ivc filter was sitting between the l3 and l4 somewhat lower than optimal position. The ivc filter was encased in the connective tissue and was crashed by balloon dilatation. It moved to the right side of the patient away from the aorta. Therefore, it can be confirmed that the patient experienced thrombus above the filter and that the filter was found collapsed. Additionally, the investigation is confirmed for filter thrombosis and unintended movement. Per the provided medical records, the patient underwent recannulization of the ivc from the right atrium to the right common femoral vein with balloon dilatation and stenting. This likely contributed to the unintended movement of the filter and its collapsed structure. However, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter was not in optimal position. Furthermore, the filter allegedly was found thrombosed and collapsed. The device was removed. The current status of the patient is unknown.